Manufacturer narrative:
The malfunction was duplicated and the high voltage module was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "select 30 joule for test" message when attempting to charge energy above 30 joules. Complainant indicated that there was no patient involvement in the reported malfunction.